Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in female organs") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). Medical conditions: current weight 100 lbs. Previously administered products included: depo provera. As concurrent condition the report mentioned body mass index normal. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), cystitis ("bladder infection"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgical essure removal on (B)(6) 2021 and non-drug therapy (teeth pulled, crowns, fillings). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, fatigue, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.798 kg/sqm. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Reporter added. Stop date added. Medical device removal surgery added. Non serious incident updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in female organs") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of chronic cervicitis, adenoidectomy, tonsillectomy, ectopic pregnancy, spondylosis, bacterial vaginosis, emphysema, amenorrhea, lower abdominal pain, pelvic pain and dysmenorrhea. Current weight 100 lbs. Previously administered products included: depo provera. The patient had a family history of asthma and heart disease, unspecified. As concurrent condition the report mentioned body mass index normal. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), cystitis ("bladder infection"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic-assisted hysterectomy and bilateral salpingooophorectomy) and non-drug therapy (teeth pulled, crowns, fillings). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, fatigue, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.798 kg/sqm. [Pathology test] on (B)(6) 2021: uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy. -benign cervix with chronic cervicitis. -inactive endometrium with tubal metaplasia -unremarkable myometrium -benign bilateral fallopian tubes with the presence of bilateral essure devices. -benign bilateral ovaries. Gross description: bilateral essure devices are seen in the fallopian tubes. [Ultrasound pelvis] (date unknown): the uterus is anteverted measuring 7.2 x 3.9 x 2.8 cm in size. No definite myometrial masses are seen. Endometrial stripe is 61 mm in diameter. Uterine cervix appears unremarkable. There is no echogenic debris or free fluid seen within the cul-de-sac, the right ovary is 2.4 x 2.0 x 1.4 cm in size and the left ovary is 2.6 x 1.9 x 1.3 amin size. There is evidence of a simple left ovarian cyst which measures 2.6 x 1.5 x 1.2 cm. Both the right and left ovaries appear unremarkable. Normal color flow doppler signal is observed. Visualized portion of the bladder appears unremarkable. Impression: for visualization of the essure devices, a pain film of the pelvis may be helpful. Incidental note is made of a simple left ovarian cyst which measures 2.6 cm greatest dimension quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information, race information, medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.